Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. Numerous punctures to the bladder, consistent with contact from a sharp object, were found on the bladder membrane which caused the helium loss alarm and allowed blood to enter the helium pathway. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) did not work after the intra-aortic balloon (iab) was implanted by the doctor. There was no pressure waveform and counterpulsation waveform and an alarm of large helium leak occurred several times. As a result, the issue was resolved by changing to a new set of iab and the same insertion site was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) did not work after the intra-aortic balloon (iab) was implanted by the doctor. There was no pressure waveform and counterpulsation waveform and an alarm of large helium leak occurred several times. As a result, the issue was resolved by changing to a new set of iab and the same insertion site was used to complete treatment. There was no report of patient complications, serious injury or death.